Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported it was not possible to place the anchor and the collagen of the angio-seal device. The physician stated that both the anchor and collagen got stuck in the system. Hemostasis was achieved by manual compression for 30 minutes. The procedure being performed was a percutaneous coronary intervention (pci) with a right femoral artery puncture using a 5fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There was no pre-deployment angiogram performed. There was no blood loss. There were no consequences for the patient and they were reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. 4310 is based off the investigation results of the returned sample; 67 is based upon functional testing of the returned sample. A 6fr angio-seal vip device was returned for evaluation. The carrier tube assembly was mated with hemostasis sheath. No other accessory components were returned. . Visual inspection revealed that there was a kink in the blood inlet hole of the arteriotomy locator. The hub of the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The anchor was still present within the distal tip of the hemostasis sheath. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, since the anchor was present within the sheath it is likely that the sheath and had not properly exited per the corresponding position of the deployment sleeve. However, the exact cause of the reported event cannot be definitively determined based on the available information.